Event description:
It was also reported that the device reached elective replacement indicator (eri) prematurely and it was noted that the left ventricular lead output had been high. The device was explanted and replaced and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device met 94% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.